Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a hemodialysis catheter. The palindrome catheter was removed due to micro holes found in wall of catheter at silicon extensions. The catheter needed to be replaced.

Manufacturer narrative:
Submit date: (B)(4), 2010. An investigation is currently underway. Upon completion, the results will be forwarded.